Event description:
It was reported that a member of the cleaning service was injured due to the weight of the isotour mattress. Further information was not provided.

Manufacturer narrative:
The customer could not provide any further detail of the extent of the injury or any treatment received. The product was not made available for further evaluation.

Event description:
It was reported that a member of the cleaning service was injured due to the weight of the isotour mattress. Further information was not provided.